Event description:
Info received indicates when the customer connects the communication cable for this bed to the biu (communication system interface) they are losing functionality of the biu. The bed would not send a nurse call signal to the nurses' station. The problem is sporadic and is occurring on just one floor. The account is using a pillow speaker for nurse call now.

Manufacturer narrative:
Repairs have not been completed.